Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra2 meter was reading inaccurately low compared to a calibrated laboratory device. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged inaccuracy issue began on (B)(6) 2020. The patient claimed obtaining blood glucose readings of "90 mg/dl" with the subject meter and "120 mg/dl" on the laboratory device, performed more than 30 minutes apart. The patient reported that he managed his diabetes with oral medication (metformin, 800 mg taken at 8 a.m., and 8p.m., daily) and advised that following the laboratory result, he was given insulin to start using (type and dose not specified). The patient reported that on (B)(6) 2020, he tested his blood glucose using the subject device, reportedly obtained a result of "280 mg/dl" and that an unknown time after, at 5 a.m., the same day, he developed symptoms of "internal shaking, loss of balance" and "feeling of falling" which he stated he self-treated by administering insulin. The patient advised that the following day, on october 16, 2020, his blood glucose measured at "90 mg/dl" with the subject device and that he "felt normal"; however, continued to question the accuracy of the device. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject device at the time of testing and that an approved sample site was used to obtain the results. The cca noted that the patient did not have control solution available at the time of the call to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute high blood glucose excursion after obtaining the alleged inaccurately low blood glucose reading on the subject device. The alleged inaccuracy issue could not be ruled out as a cause and/or contributor to the event.